Event description:
It was reported that the device is not detecting paddles. The customer requested to return the device to the bench for evaluation and repair. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The bench technician evaluated the device and determined that the device does not detect paddles.

Manufacturer narrative:
Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.